Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6)2023.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure. The explanted battery will not be returned.